Manufacturer narrative:
The manufacturer was previously contacted regarding the voluntary field safety notice/recall for certain CPAP, bipap, and mechanical ventilator devices due to concerns with the sound abatement foam. The manufacturer received information that a patient was diagnosed with lung cancer in 2023 and suspected that the use of the recalled device may have contributed to their condition. The patient was requesting a full refund and had expressed a decision to no longer use philips devices in the future. No further details were provided, and there have been no reports of medical intervention related to the case. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The manufacturer has updated box h in this report.

Event description:
The manufacturer was contacted regarding the voluntary field safety notice/recall for certain CPAP, bipap, and mechanical ventilator devices due to concerns with the sound abatement foam. The manufacturer received information that a patient was diagnosed with lung cancer in 2023 and suspects that the use of the recalled device may have contributed to their condition. The patient is requesting a full refund and has expressed a decision to no longer use philips devices in the future. No further details were provided, and there have been no reports of medical intervention related to the case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.